Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer stated that the insulin pump had a bolus stopped alarm and unable to clear due to unresponsive buttons. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Unable to confirm bolus stopped alarm and unable to perform any tests due to button unresponsive.